Manufacturer narrative:
Results: the pet lock was damaged and separated on the proximal end of the pusher assembly. The pusher assembly had minor bends along its length. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. An unknown substance was within the pusher assembly distal detachment tip (ddt). The braided shaft was undamaged on the pusher assembly. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was intact with the pusher assembly. The embolization coil was attempted to be detached using a demonstration handle but was unsuccessful as the pusher assembly distal shaft compressed when the handle was actuated. Further evaluation revealed an unknown substance within the pusher assembly ddt. The root cause of the substance could not be determined; however, this damage may have contributed to the inability to detach the smart coil during the procedure and the functional test. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra smart coils (smart coils) a penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician was unable to detach the first smart coil with the handle after multiple attempts. Therefore, the smart coil was removed. The procedure was completed using eighteen new smart coils and the same handle and microcatheter. There was no report of an adverse effect to the patient.